Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope exhibited peeling of thixotropic adhesive (ke45) on the light guide (lg) cover and forceps cover. There was no patient involvement.